Manufacturer narrative:
Product analysis a visual inspection of the device found the proximal struts of the cage were broken the device was flushed and an 0.014¿ guidewire was loaded through the tip and exited the luer with no difficulties. An indeflator was attached to the device and the balloon was inflated to nominal pressure of 9atms, . The balloon was then inflated to rated burst pressure (rbp) of 14atms and held pressure, the balloon was then deflated without any issues, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a chocolate pta balloon dilatation device to treat the left mid popliteal artery of a patient reported to be fibrous, calcified and with tortuosity and plaque with 85% stenosis. No abnormalities reported in relation to anatomy. Device was prepared and followed as per IFU. 6f sheath was used and a c14 guidewire used, and an inflation device (pressure pump) was used. Device was prepped and used as per IFU. It was reported balloon deflation difficulties occurred, device slow to deflate at the lesion site. The nickel-titanium wire detached/prolapsed from the balloon during the process of the balloon being withdrawn from the body. The separated part was not detached from the balloon but was withdrawn from the body along with the balloon. No excessive force was used. No patient injury reported for this event.